Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
In response to FDA report number mw5089277. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: ¿pain on and off which increased in intensity waking me up at night, slowly progressed to constant pain¿, ¿lymphadenopathy¿, ¿fatigue¿, ¿headaches¿, ¿vertigo¿, ¿numbness in arms¿, ¿heart palpitations¿, ¿waves of nausea¿, and ¿recommendation for explant of breast implant due to known issues and recent recall¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "breast pain," "lymphadenopathy," and "explant due to recent recall. Patient additionally reported "fatigue, headaches, vertigo, numbness in arms, heart palpitations," and "nausea," which are not related to the device and will not be reported. Device remains implanted. This record is for an unknown side.